Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon occurred due to the failure of the part used to set the software on circuit board / printed circuit board of the monitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a circuit board failure. An additional issue with cracks on the screen frame was identified during the device evaluation.   The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for a diagnostic upper gastrointestinal examination when using the lcd monitor, sometimes the display screen did not turn on. The intended procedure was completed using the same set of equipment. Procedure time was extended due to the customer having to turn the display on and off. There were no reports of patient harm associated with this event.